Event description:
Literature: mehrkens jh, botzel k, steude u, et al. Long-term efficacy and safety of chronic globus pallidus internus stimulation in different types of primary dystonia. Stereotact funct neurosurg. 2009;87(1):8-17. Summary: this report describes a retrospective long-term analysis of 18 pts followed between 37 and 90 months suffering from dystonia. Pts had bilateral pallidal electrode implantation with permanent implantation of a stimulation system. Event: it was reported that the pt experienced a local infection at the burr hole necessitating the removal of the left deep brain stimulation electrode 14 days after the primary procedure. Re-implantation was performed 3 months later without complications.

Manufacturer narrative:
See scanned pages.